Manufacturer narrative:
Patient information was not available at the time of filing. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the last two times a surgeon did a case there had been an alleged 2-3mm inaccuracy superior/inferior. The issue occurred during the navigate task. There was no impact on patient outcome due to the surgeon accounting for the alleged inaccuracy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation was initiated, however the cause of the event could not be determined as the issue could not be replicated. If information is provided in the future, a supplemental report will be issued.